Event description:
It was reported that the pt complained about fluctuating sound. A new set of external equipment was sent to him by the clinic, but the problem was not resolved. The pt was seen in the clinic in 2008, where it was confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.